Event description:
The report from the affiliate indicated that the pt was included in a clinical study. Approx fourteen (14) months after the index procedure, the pt complained of chest pain. An echocardiogram and ECG were done and no abnormality was observed. However, the pt's troponin level was noted to be elevated (0.037). Coronary angiography was done four(4) days later, and a 73% restenosis was observed in the cypher 2.5 x 18 stents implanted in the proximal left anterior descending (lad) coronary artery. A new 75% lesion was also noted in the right coronary artery atrio ventricular (rca- av) branch. Six (6) days after the complaint of chest pain, a percutaneous coronary intervention (pci) was done. The restenosis of the proximal lad was treated by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 x 15 mm balloon at 22 atm for 20 sec and a 2.75 x 13 mm balloon at 22 atm for 40 sec. The residual stenosis was reported to be 0%. The physician reported that the event was not related to the cypher stent.

Manufacturer narrative:
The new lesion in the rca-av branch was also treated at the same time as the restenosis. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 14 atm for 30 sec. A cypher 2.5 x 18 mm stent was implanted at 16 atm for 40 sec. The residual stenosis was 0%. The distal rca/rca-av was then treated with ptca using a 2.75 x 13 mm and a 2.5 x 18mm kissing balloon technique. The pt was discharged four days after the pci intervention. The index procedure was an elective case done by the femoral approach. The target lesion was the proximal lad. The lesion was reported to be: de novo, concentric, diffusely diseased, ostial, a bifurcation lesion, vessel diameter of 2.06 mm, lesion length 25.55 mm, a 91% stenosis, and type c. The lesion was pre-dilated with a 2.5 x 14 mm balloon at 10 atm. A cypher 2.5 x 18 mm stent was deployed at 12 atm for 31-60 sec. An additional cypher 2.5 x 18 mm stent was deployed proximally to the first stent in overlapping fashion. The stents were post-dilated with a 3.0 x 14 atm at 15 atm. The flow pre and post-procedure was timi 3. Ivus was done. Eight and one-half (8 1/2) months after the index procedure during the follow-up period, coronary angiography was done, and a new de novo 75% lesion was observed in the mid right coronary artery (rca). The lesion was treated by implantation of a cypher 3.0 x 18 mm stent at 20 atm for 40 sec by direct stenting. The stent was post-dilated with a 3.0 x 18 mm balloon at 22 atm for 30 sec. The residual stenosis was 0%. Please note that this report is for two (2) devices with the same product catalog and lot number and the same adverse event/failure (pt/device) codes. Please note that device is distributed outside the united states, however, it is similar to the united states product. The products are not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.